Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased from 55 units to 0 units. Reportedly, no alerts or alarms had occurred. Blood glucose level was 304 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.